Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issues. Stryker determined that the cause of the reported issues was due to a failed therapy cable. Stryker replaced the device's therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not providing the patient's ECG rhythm through the defibrillation electrodes. Also, the device failed to deliver a shock during testing. As a result, defibrillation therapy may have been unavailable, if needed. The patient involved in the reported event is expired.

Manufacturer narrative:
Corrected data: section a2 gender of the initial medwatch report indicates: blank. Section a2 gender of the initial medwatch report should have indicated: female. Additional information: stryker performed a clinical review of the reported event and determined that the device use did not contribute to the outcome of the patient due to defibrillation not being indicated based on the patient's ECG rhythm.

Event description:
The customer contacted stryker to report that their device was not providing the patient's ECG rhythm through the defibrillation electrodes. Also, the device failed to deliver a shock during testing. As a result, defibrillation therapy may have been unavailable, if needed. The patient involved in the reported event is expired.